Manufacturer narrative:
The investigation conclusion code was updated.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found an issue with the tubing in the rinse unit. The fse replaced the tubing and qc was acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na) on a cobas 6000 c501 module. The initial result was 184 mmol/l. The sample was repeated twice with results of 170 mmol/l and 1440 mmol/l. No results were reported outside of the laboratory.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.